Event description:
It was reported that the customer was unable to charge the pump. Reportedly, the customer was using charging supplies that weren't provided by tandem. The customer experienced an elevated blood glucose (bg) level of 509 mg/dl. A manual insulin injection was administered to address bg level. Reportedly, the customer was able to successfully charge the pump using an alternate wall power adapter. Tandem technical support educated the customer on using tandem-provided charging supplies to charge the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.